Event description:
It was observed during central processing that the cadiere forceps instrument had wires pertruding. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wires started protruding is confirmed. Pitch cables are loose, but not visibly broken at the wrist. Pitch motion is not intuitive as a result of loose cables. Housing was removed to find one pitch cable broken at the clamping pulley cable groove. Other backend cables are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.